Event description:
It was reported that the right atrial (ra) lead had high impedance due to a confirmed fracture. The patient will be re-evaluated at a later date to determine if a lead revision is necessary. The lead was inactivated and remains implanted. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the right atrial (ra) lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7122 lead, implanted (B)(6) 2010; d314trg ICD, implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
Evaluation summary: a partial lead was returned in segments and analysis was completed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. On (B)(4) 2014, atrial pacing impedance measured high at 4047 ohms; up from a trend of approximately 437 ohms. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(4) 2014, atrial sensing integrity counts up to 26661; at/af episodes with evidence of lead noise oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.